Manufacturer narrative:
G4: PMA/510(k): k130520 the actual sample was discarded by the involved facility. Provided image of the actual sample showed that the female luer ports located at the red and yellow cocks of the sampling system had been broken off at the base. Manufacturing record and the shipping inspection record of the actual sample found no anomaly. Past complaint file of the involved product code/lot number found no similar reports. Based on the investigation result, no anomaly was found in the manufacturing records. Since the condition of the damaged surface of the actual sample could not be confirmed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off." "If the product is dropped during set-up, do not use it. Replace with another device." (B)(4) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the sampling part was damaged after they opened the plastic package. The event occurred pre-treatment. The patient was not harmed. The procedure outcome was not reported.